Event description:
A hospital in another country, reported to our distributor that the sle restrictor easily popped out when staff removed the rt127 infant breathing circuit out of the packaging. No pt consequence was reported.

Manufacturer narrative:
The actual complaint device was visually inspected. Results: the sle restrictor was found to be slightly smaller than the specification which caused the loose connection with the swivel. Our records indicated that there is no other complaint of this nature for this lot number. Conclusion: the sle restrictor was not the correct size which created a loose fit and was likely to have occurred during the molding process. Our monitoring and trending of this type of event for sle restrictors has a rate of occurrence worldwide for the last year of 0.00018%.